Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 590 mg/dl. The customer's current blood glucose level was 590 mg/dl at the time of incident and the current blood glucose level was 180 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of reported high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.